Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: review of the black box data revealed evidence of cs-078-0008 alarms. On investigation, an ez-prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the original complaint, there was evidence of internal moisture observed inside the pump on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.